Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an expired paramount mini was implanted in the patient¿s renal artery as the dating wasn¿t noticed. The device was prepped without issue. The stent was deployed successfully. No adverse event reported for the patient.

Manufacturer narrative:
Image review: the customer provided an image of the paramount mini gps pouch label. The sterile pouch label showed the device lot number a183725, consistent with the reported device. The ¿use-by¿ date indicated on the label was 2018-11-04. The ¿use-by¿ date listed on the sterile pouch label was consistent with the ¿use-by¿ date listed in the manufacturing records. There was writing in the upper corner of the label indicating that the device was expired. No anomalies were noted with the sterile pouch label; both the lot number and ¿use-by¿ date on the label were correct, clear, and legible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no part of the packaging or labeling was damaged or unclear. The patient did not require any additional treatment. If information is provided in the future, a supplemental report will be issued.